Event description:
It was reported that the lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. The defibrillation conductor was distorted, the inner tubing was kinked/buckled, and there was cosmetic environmental stress cracking on the outer tubing overlay. There was a cosmetic depression of the outer insulation, blood in/on the helix mechanism sleeve head and on the helix mechanism itself, and the lead had apparent explant damage.